Event description:
ICD implant 2001, admitted for ventricular tachycardia and evaluation of ICD. Inexplicable ICD malfunction despite diagnostic eps. Problem possibly attributed to tens unit used for neck pain, or possibly due to unreliable lead system. To ep lab for replacement of pulse generator and replacement ICD. Leads tested and found to be satisfactory. Pacing and sensing function of atrial and ventricular leads satisfactory. Initial testing revealed transient loss of r-waves. Reliability of system felt to be poor and decision was made to implant new ventricular ICD leads and pulse generator. Pt tolerated procedure well and discharged home in 04/2004 in stable condition.